Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 135 mg/dl. The customer stated that when he woke up, his blood glucose was severely low, which he attributed to an over delivery of insulin. Troubleshooting was performed. The time was correct. The customer was not connected during priming. Nothing further was reported.